Manufacturer narrative:
The device was received for evaluation unopened. Visual inspection identified a brown particle inside; that appears to be cardboard. The reported condition was verified. The cause was determined to be an issue during packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of cardboard floating in the packaging of a fluid transfer extension set. There was no patient involvement. No additional information is available.